Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl. The customer went to the emergency room and was subsequently hospitalized. Reportedly, the customer was released on (B)(6) 2011. Pump data review by tandem technical support showed the customer delivered large boluses prior to the event. Additionally, data review showed multiple instances of customer filling tubing; however, it was not confirmed if the customer filled the tubing while being connected to the site as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.